Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports apical elevator broken. (B)(6) 2016, doctor was elevating a tooth, the corner part of the elevator was breaking. He has used this type before with no issues. The pieces were retrieved and there was no patient harmed. He could not provide specifics of the patient involved. The item was disposed of by the customer.

Manufacturer narrative:
On 4/19/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Unconfirmed/no return of device for evaluation. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation.